Manufacturer narrative:
Date of initial report: 08/08/2008. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The report stated that during an lavh procedure, the device jaws would not open after sealing and became locked on tissue. Surgeon tried to burn the tissue pinched by the unopened device with cag but oozing (under 200cc) occurred. Surgeon then used a new ligasure handpiece to seal and cut the tissue surrounding the tissue locked within device. The device could then be removed.